Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the installation of the subject device by olympus sales representative at the user facility, the error b40 which indicated the subject device was damaged was displayed on the monitor. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.